Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Oral-b brush head completely fell apart in mouth during brushing / a mouth full of loose parts [device breakage]; no adverse event [no adverse event]. Case description:report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that an oral-b brushhead, version unknown completely fell apart in his/her mouth during brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he/she had a mouth full of loose parts. No symptoms developed. Relevant history: none reported. No further information was provided.